Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-05310. It was reported the patient experienced warmth at the ipg site and shooting pain down the patient¿s leg following a fall. Therapy was turned off due to the discomfort. In turn, surgical intervention may take place at a later date to address the issue.